Event description:
It was reported that this right ventricular lead was surgically abandoned due high shock impedance and was replaced with a non-boston scientific product. No lead damage or connection issues were found. No additional adverse patient effects were reported.